Event description:
It was reported that the morning following implant, the rv (right ventricular) lead was confirmed via x-ray to be dislodged. Later that day, lead perforation through the right ventricle was also noted. The next day the lead was explanted and replaced. During the procedure the helix could not be fully released from the myocardial tissue, and ultimately a laser sheath was used for extraction. While reattaching the leads, after multiple attempts the physician was unable to screw the atrial lead into the header. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).